Event description:
It was reported that nsln was seen on the strips when the pt came into clinic for routine device eval. Isometric testing was performed and no noise was produced. Session record data was sent in for review, the nsln episodes did not come from an emi source. Ventricular sensitivity was reduced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.